Event description:
Covidien received info stating that an 840 ventilator had a blank screen while in use on a pt. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The user facility reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The covidien customer support engineer (cse) upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).